Event description:
The pt expired. The cause of death was not reported. The pt's death was said to be unrelated to the implanted devices. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.